Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the femoral artery after a diagnostic procedure. After deployment of the clip, the device became stuck in the wound track and could not be removed. The device was removed by using counter-traction and a forceful pull. Hemostasis was achieved with the clip. There were no reported adverse patient effects. Though requested, no additional info was provided.

Manufacturer narrative:
Device was received. Investigation is not yet complete.